Manufacturer narrative:
Submit date: 02/17/2017.

Manufacturer narrative:
Submit date: 02/17/2017. The customer¿s reported issue was investigated. The product involved in this complaint was product 8888145018, palindrome 55/72 kit w/ slot; the lot number is unknown. Since the lot was not provided by the customer, a device history record review could not be performed. A photograph was provided by the customer for evaluation. The photograph showed an extension of the catheter. The catheter showed that the extension was abnormally swollen with blood inside. In addition to the photograph, a sample of the catheter and a video was returned. The video provided by the customer revealed that the catheter was inside the patient at the same point in time as the arterial extension was flushed; displaying that the catheter was clamped and pressurized. The catheter was returned in two parts; it was cut approximately one centimeter below the cuff. Visual evaluation of the sample revealed that the venous extension presented marks on it and the arterial extension was damaged. A guidewire was passed through both the extension and the section of the catheter; the guidewire easily passed through the lumen and section of the catheter. The sample was then flushed without a clamp. The catheter functioned normally when it was flushed. The customer¿s reported condition could not be confirmed under normal conditions. The most probable root cause is due to customer misuse and/or patient condition. A review of our production process revealed that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant) are in place.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports after dialysis, while rinsing the catheter, a strange distortion develops. The patient is ok. There was no patient harm and there was no medical intervention. The catheter was originally implanted in (B)(6) 2015. It was pulled and replaced on (B)(6) 2016.